Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed: video connectors were broken but the connection was possible. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic procedure (otorhinolaryngoscopic), the connector of the visera elite video system center could not lock the scope. The procedure was completed with the same device. Upon inspection of the customer¿s returned device it was observed, noisy image was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the connection cannot lock the scope most likely due to a failure of the video connectors. The specific root cause of the video connectors failure could not be determined at this time. Olympus will continue to monitor field performance for this device.